Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was pneumonia. The patient was admitted for cardioversion and an upgrade to cardiac resynchronization therapy (crt) defibrillator (crt-d). The patient was consented and procedure was performed. The following day hypoxia was noted. Chest x-ray was performed and pneumonia was observed. The patient was treated with IV antibiotics but continued to decline. On (B)(6), the patient requested for do not resuscitate (dnr) order and defibrillator to be turned off. The patient expired the following day. No further information is available at this time.